Event description:
Caller reported tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Corrective actions included cts confirming the cartridge alarm, with a resolution to replace the pump. Customer was advised to put the pump into storage mode and instructed to return the problematic pump to tandem using a pre-paid label within 10 days. Caller understood and acknowledged the steps necessary upon receiving the replacement pump.